Manufacturer narrative:
The investigation was completed. Investigation summary: asae / hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in a 64-year-old male patient with acute myocardial infarction (ami) and cardiogenic shock (cgs). The patient¿s clinical state prior to initiation of support was consistent with scai stage d shock. Post-procedure, the patient developed a small, stable hematoma at the access site; the hematoma flattened with manual pressure and remained stable throughout observation. The device was not removed due to the event. The hematoma appears to be an access site¿related event and is consistent with known risks associated with large bore arterial cannulation rather than a device malfunction. The hematoma required no intervention and did not necessitate device removal. While the patient remains on support, the pump is functioning within the expected flow ranges for p-4 and p-6 (2.6 and 3.1l/min, respectively).

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
D6b: added explant date.